Event description:
It was reported following a battery replacement 4 out of 12 electrodes had high impedances. Impedances were normal prior to the battery replacement. The patient still had effective therapy in all the areas where the original pain was located by using the electrodes without high impedances. However, the patient had a new area of pain in the center of the back that was not covered by the stimulation. This new pain was the patient's chief complaint, and the patient was being treated by her physician for this new pain.

Manufacturer narrative:
(B)(4) - lead model 377860, lot #v015441, implanted: (B)(6) 2007, lead model 3487a-45, lot #v015146, implanted: (B)(6) 2007, extension model 3708320, serial #(B)(4).

Manufacturer narrative:
(B)(4)